Event description:
It was reported to philips that the system geometry movements were partly available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was in clinical use at the time of the event. The procedure was aborted. No patient harm or injury was reported to philips. A philips field service engineer (fse) and confirmed that the c-arm could not move. Troubleshooting and review of the system logs found that a fuse in the automatic motion control (amc) in the motor assembly of the system had blown. The fse replaced the fuse. After the fuse was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.